Event description:
Study same case as MFR report#: 2134265-2009-00862, 2134265-2009-00864. It was reported that 93 days following a coronary artery stenting treatment procedure the patient returned with a target vessel stenosis requiring subsequent reintervention. The index procedure treated the de novo, 100% stenosed 3.5x52mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre -dilation with an unknown 2.62x20mm balloon inflated to 16 atmospheres (atm's) and the implant of 3 overlapping taxus express2 drug eluting stents (3.5x24mm, 2.75x20mm, 2.75x24mm) deployed at a maximum pressure of 16 atm's. Post dilation was performed with the same 2.62x20mm balloon and a stent delivery system balloon at a maximum pressure of 20 atm's. Intravascular ultrasound (ivus) was performed confirming the stents were well apposed resulting in 0% residual stenosis. Timi-0 flow improved to timi-3 flow post procedure. The patient was discharged 8 days later on bayaspirin and panaldine. Ninety three days post the index procedure stenosis was confirmed in the mid lad (a target vessel restenosis). Ninety nine days post the index procedure, with no ischemic symptoms, a revascularization confirmed a 2.5x20mm 90% stenosed lesion in the mid lad. Treatment placed an unknown sized taxus stent in the mid lad resulting in 0% residual stenosis. Timi-3 flow was retained throughout the procedure. The patient recovered and was discharged on day 106. The event relation to the device was listed as "possibly related".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".